Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 19mm valve, implanted in pulmonary position, was explanted after an implant duration of 8 years and 4 months due to stenosis and regurgitation. A 27mm pericardial valve was implanted in replacement. A 25mm pericardial valve was implanted in the aortic position to treat severe regurgitation. Per the medical records received, the patient progressed postoperatively. Echocardiogram on discharge showed the aortic valve with mild regurgitation, trivial stenosis, and the pulmonary valve had normal function with no stenosis or insufficiency. The patient discharged home in stable condition on pod #7. On pod #10, he was readmitted to the hospital for new-onset seizures. Follow-up echo done on pod #11 showed mild pvl and stenosis of the aortic valve. No intervention was performed, and the patient discharged home in stable condition on pod #15.